Event description:
While using the harmonic scalpel, the surgeon noticed a burning smell. While using the device, the surgeon noted the blue plastic tip was dying the patient's skin blue. The affected area was a pinpoint area internally and did not impact patient safety during the procedure.